Event description:
It was reported that the second t-bar on the device would not deploy, after multiple attempts.

Manufacturer narrative:
A visual assessment of the device showed the needle is dramatically bent. The ts and suture are free from the needle. Assessment of the construct showed t1 is missing a small piece of its distal end. The device was functionally tested for proper actuator advancement and cycling, device did not functioned as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ a review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.